Event description:
Patient's caregiver reported that the patient intentionally cut the therapy cable near the monitor and it's "hanging by a thread." The issue involves failure to operate the device according to the manufacturer's recommendations or recognized best practice. Wcd role in the event is pending evaluation of to-be-returned device.